Event description:
It was reported that during the procedure to treat a lesion in the circumflex with moderate tortuosity, a 2.5x15 otw xience v stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn from the patient anatomy and two 2.5x8 xience devices were used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stent implant was dislodged from the balloon and was not returned. Additional reported information indicates that the site could not provide details in regards to what happened to the stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and not returned. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.